Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was tied in a knot at the tip. Further information has been requested.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and appears to be related to the use of the device. One guidewire was returned in opened packaging for a 3.5fr microez microintroducer kit. The guidewire was observed to be bent with a knot at the distal end. The length of the guidewire was measured to be 34.8 mm. Use residue was observed on the sample. Microscopic observation of the distal end of the guidewire revealed the guidewire to be intact with the weld tip. The outer diatmeter of the guidewire was measured and found to be within specification. The description of the reported event indicates that multiple attempts at advancement and retraction against resistance were made. Repeated advancement and retraction against resistance and along with the patient¿s anatomy may have contributed to the guidewire becoming knotted; therefore, the complaint is confirmed to be related to the use of the device. The IFU cautions, "be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire.." A lot history review (lhr) of reby1353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was tied in a knot at the tip. Further information has been requested.